Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a piece of black plastic was found in the patient's chest. When the trocars were removed, it was discovered that fragment came from the "sheath" of the prograsp forceps instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task performed at the time of the breakage was the removal of the instrument at the end of the procedure. A black piece from the instrument's shaft was noted to be broken off. The surgeon did not notice any problems with the functionality of the instrument during the procedure. The instrument did not collide with any other hard material. The fragment was removed with a grasping forceps instrument. It was confirmed that all fragments were retrieved by comparing the sheath/shaft of the instrument and the piece retrieved. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray, or ultrasound were performed to check for remaining fragments. The instrument was not removed during the procedure prior to the breakage. Upon final removal of the instrument the joint was straightened but the surgical staff felt resistance when withdrawing the instrument through the cannula. The surgical staff did not notice damage to the cannula. The procedure was completed with no injury to the patient. No replacement instrument was used to complete the case. The patient has not returned to the hospital due to experiencing any post-surgical complications related to foreign body.

Manufacturer narrative:
The prograsp forceps instrument has been received for failure analysis evaluation. The instrument was found to have a broken main tube at the distal tip. A piece (material) from the tip measuring approximately 11.0 mm x 8.0 mm in size was missing and not returned with the instrument. Adjacent to this break, the main tube also showed scratch marks. The instrument was also found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the tube extension.